Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The radio button on the vitals/lab data clearly indicate whether the measurement is us standard or metric (si). The vitals/lab data window will always default to us standard units the first time the window is used. Although changing units to metric will save for the next use, users that use metric may expect all units in their system to be metric, and therefore the default units could be ignored. If the units are left to the default of us standard, but metric measurements are entered, the resulting body surface area (bsa) will be much larger than expected. If undetected, a patient could receive a chemotherapy dose higher than necessary.

Event description:
The customer reported an incorrect calculated body surface area (bsa), which led to an incorrect dose. Actual mistreatment to patient could result in serious injury.

Manufacturer narrative:
The investigation found that the vitals/lab data entry window will be presented if there is missing information when entering a drug order or checking the drug order status. The window will always default to us standard units the first time the window is opened for each user. Height will have units of inches (in) and weight will have units of pounds (lbs). In order to switch the units to metric, the user must click on the metric units radio button. Once this is selected, the height units will change to centimeters (cm) and weight units will change to kilograms (kg). Customers who use metric units in all other parts of the software might not notice the default radio button setting and the units displayed on the vitals/lab data entry window. Metric values are being entered for height and weight when us standard values are expected. An important field safety notice (B)(4) will be sent to all affected customers from (B)(6)19. Sites affected will be those customers running mosaiq version 2.0 and higher. For all affected users running mosaiq 2.50 through 2.81, scripts will be created and made available to set all user preferences to match the department default standard for all existing users. The scripts will also force newly created users to match the department default.